Manufacturer narrative:
It remains unknown if the lead will be returned, thus additional information was requested to determine if the lead will be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient had the right ventricular (rv) lead was explanted, as the output in the chamber was very high. It was noted that the patient was a twiddler. A new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product is expected to be returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
Boston scientific received additional information that the reason for the high outputs was that the leads pulled back due to the patient twiddling. No additional adverse patient effects were reported.